Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure it was noted that the balloon ruptured at 12atm. The device was removed smoothly from the patient. The procedure was completed with another of the same device. There were no patient complications. The were complications reported, and patient is stable post procedure. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and severely calcified artery. The balloon ruptured on first inflation between 2-5 seconds.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure it was noted that the balloon ruptured at 12atm. The device was removed smoothly from the patient. The procedure was completed with another of the same device. There were no patient complications. The were complications reported, and patient is stable post procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.